Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. As no further information has been provided to us despite repeated requests, it is not possible to conduct any further analysis. We actually do not known for sure if this incident is reportable as the only available description was "light burns". We will continue to ask for further information and will relay any information and further conclusions in a follow-up report.

Event description:
On (B)(6), we have been informed by (B)(6) about a skin burn. At (B)(6), a surgical procedure was performed. The hospital reported that "light burns" occurred in connection with an electrosurgical dispersive grounding plate (model skintact rs21). No further information on the patient, the generator model, the power settings, the patient injury, its precise location and the treatment have been disclosed so far despite of repeated requests.